Event description:
Event description boston scientific received information that this atrial lead was surgically abandoned due to noise and low impedance measurements, which suggested a possible insulation break. A new lead was attempted, but the mannitol coating broke off and the helix bent as the lead was inserted into the introducer. A new lead was successfully implanted. Boston scientific received additional information that during a previous procedure, the physician had noted that the header was loose and tested the device. The device was left implanted as testing revealed no issues. During the lead replacement procedure, the physician also explanted the device and observed blood in the device header.